Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect ca19-9 result of 250 u/ml was generated whereas another facility generated a result of 60-70 u/ml. The sample was tested at a x2 dilution and a result of 219.9 u/ml was generated. A x10 dilution was also performed resulting in a value of 229 u/ml. A reference lab performed dilution testing with the following results. X2 generated a result of 1762.47 u/ml. X4 generated a result of 1391.94 u/ml. X8 generated a result of 1122.36 u/ml. X16 generated a result of 1010.16 u/ml. X32 generated a result of 1021.76 u/ml. Neuraminidase testing was performed and a significant decrease was seen. There was no report of impact to patient management.

Manufacturer narrative:
The customer reported that a falsely elevated architect ca 19-9 result was generated compared to another lab. Accuracy testing was completed using retained kits of reagent lot 25423m500. Acceptance criteria were met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect ca19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The patient sample was sent to a reference lab which performed dilution testing with the following results:x2 generated a result of 248.20 u/ml, x4 generated a result of 227.56 u/ml, x8 generated a result of 249.12 u/ml, x16 generated a result of 254.08 u/ml, x32 generated a result of 201.60 u/ml.